Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced or returned for further evaluation. The assignable cause of the odor/smells and haze/mist/vapor issue is the loose vacuum subsystem screws. The field service engineer tightened this part and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor and haze/mist/vapor were confirmed. A corrective maintenance was performed and the vacuum subsystem screws were tightened. Unit meets specifications and was returned to service on (B)(4) 2015.

Event description:
A customer reported an event of an "odor" and "haze" emitting from the sterrad nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. These events are being reported as malfunction report subsequent to a serious injury.